Event description:
Knee blew up with fluid. Info was received from a nurse regarding a pt with a history of knee osteoarthritis, who experienced "knee blew up with fluid," pt began a treatment with synvisc in 2004. The pt received the first synvisc injection in 2004 and the last injection in 2004. About two week later, pt experienced the "knee blew up with fluid" and required short-term use of a wheelchair. Pt went to the emergency room and fluid was drained from the knee. In sep-2004, the patient had fluid aspirated and cultured (no growth). In 2004, they received a cortisone injection. At the time of this report, the pt had recovered without sequelae. Additional info was received on 22-nov-2004 from the nurse. The pt received three injections of synvisc into the right knee in aug -2004 and sep-2004. Pt required use of a wheelchair for several office visits (unable to estimate length of time) but did recover. The nurse also provided info about severity and causality assessment. The adverse event was severe and "definitely" related to synvisc.